Event description:
It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. Four hundred six days post implant at the one year follow up transesophageal echocardiography (tee) appointment, a device related thrombus was found on the face of the closure device. The patient was then placed back on oral anticoagulants in response to the device related thrombus. The patient will be brought back for tee in 90 days and was stable following this discovery.